Manufacturer narrative:
Concomitant products: 694765 lead; unknown lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of an uncomfortable pocket and a mobile device. It was noted that the implantable cardioverter defibrillator (ICD) migrated. The device was repositioned and remains in use. The patient is a participant in the (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: date of event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.